Event description:
On 07/25/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.

Manufacturer narrative:
There is one (B)(4) previous complaints on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable.upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A pump system error alarm during infusion represents a severity 2- a minor injury to the patient or user that does not require professional medical intervention. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. No patient harm was reported. Reference to complaint #(B)(4).

Manufacturer narrative:
An MDR was initially filed for this complaint record under MDR #3006575795-2024-00624. On 09/04/2024-upon code review of the complaints, it was determined that intuvie needed to add "2sys1: system error" to the complaint to clarify the actual root cause of the issue. There are no previous complaints on the device related to the issue. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr # (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump had system error whenever an infusion was being run. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).